Event description:
Synovectomy of the knee. After 10 minutes without mechanical irritation a piece of the ceramic part of the electrode came off. It took 30 minutes to retrieve the ceramic from the knee joint. Case was completed normally.